Event description:
The following has been reported: biomed reported: "unable to install software update, requires service." Injury/adverse reaction: no. Stopped active infusion: no. Customer can't retrieve logs. A preliminary review identified the following issue: unable to download firmware updates unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for being unable to install software update, no logs were able to be reviewed prior to service. Upon initial evaluation, the pump was displaying a message it was unable to download software and turned itself off. A new som was installed and the pump was able to be provisioned. Once the pump was provisioned, a minor pump problem alarm occurred. New logs indicated a power processor failure had occurred. A new main pcba was installed and the alarm resolved. Pump was subsequently able to perform a mock infusion without issue.

Manufacturer narrative:
Correction: "date of this report" for follow-up # 001 was incorrect. Corrected "date of this report" to today, 09/09/2025.

Event description:
The device was returned for being unable to install software update, no logs were able to be reviewed prior to service. Upon initial evaluation, the pump was displaying a message it was unable to download software and turned itself off. A new som was installed and the pump was able to be provisioned. Once the pump was provisioned, a minor pump problem alarm occurred. New logs indicated a power processor failure had occurred. A new main pcba was installed and the alarm resolved. Pump was subsequently able to perform a mock infusion without issue.